Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer had jammed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. A field service engineer arrived onsite and confirmed the drawer was not in a failed state. Escorts were able to inventory the drawer without issue. Removed cubies using the hardware test application (hta) to inspect for debris. Verified all row boards had functioning indicator lights. Rearranged row boards a, b, and c, then rebooted the system. Reinserted cubies and confirmed drawer operability in hta. Completed testing and launched the application, allowing escort access to the pyxis system. The system functioned as intended after the field service engineer repaired the device.